Event description:
It was reported a patient underwent an unknown surgery on an unknown date and suture was used. The connection part between the suture and the needle was easily detached. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Were x-rays performed to localize the needle? No further information is available. Was the needle removed from the patient? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. Device return status? The device has been received at sukagawa and will be shipped. Please check rmao. "No further information will be provided." Note: events reported on, mw# 2210968-2022-04915, mw# 2210968-2022-04917. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/28/2022. H6 component code: g07002 device problem not found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: twenty-one packets of product code 8806h were returned for analysis. Visual inspection and functional test were conducted on the returned devices. During the visual inspection of sampling plan of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no anomalies were observed. Functional test was performed using an instron and the pull force were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. Events reported on mw# 2210968-2022-04915, mw# 2210968-2022-04915, mw# 2210968-2022-04916, mw# 2210968-2022-04917.